Event description:
It was reported that during repair of a non-related issue, performed by a getinge field service engineer (fse), the helium tank valve knob in the cs300 intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue while completing the functionality checks (after service for a different issue), obtained approval from the customer and replaced (0366-00-0092) knob he tank valve. The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact was shortened due to field character limit; the full name is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Additional point of contact occupation: biomedical.